Manufacturer narrative:
(B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: randomized controlled trial comparative study in powered and manual stapler in low anterior resection of rectal cancer. Author: siripong sirikurnpiboon. Doi: https://doi.org/10.1111/ases.70132. The aim of this study is to improve surgical consistency and reduce technical errors, their clinical superiority over manual circular staplers (mcs) remains unclear. Between december 2022 to april 2025, a total of 179 patients with mid-to-low rectal cancer scheduled for lar (low anterior resection) using echelon circular powered stapler. Reported complications are: n=? Blood loss, treatment: not mentioned, n=? Anastomotic leakage, treatment: not mentioned. In conclusion, although the pcs group showed a trend toward higher anastomotic leakage rates, the difference was not statistically significant. The interval between crt completion and surgery emerged as a significant predictor of leakage. Further research is needed to establish optimal timing for surgery post-crt and to determine whether stapler type influences outcomes in high-risk patients.